Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold. Additionally, an x-ray was performed and found that the lead was still in the desired branch but did pull back. Moreover, the lv lead was functioning well with the exception of the high lv threshold. Furthermore, the patient was scheduled to come back for a repeat x-ray to make sure it does not move further. The product remains in service. No adverse patient effects were reported.